Event description:
Information was received from a consumer regarding a patient currently receiving morphine (concentration and dose unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain. The patient was getting a "nasty electric shock" from the pump. The shock started in his neck and went down his right hand into his thumb. It felt like "sticking his hand in the light socket". It had gradually gotten worse. It happened twice a month or so after implant, but now in the last 3-4 days it had happened a "half a dozen times". The only thing that changed was the drug in the pump. The morphine was just place in his pump on wednesday ((B)(6) 2016); prior to that he had saline in the pump and before the saline prialt was in the pump. The patient stated that he did have a herniated disc, but could not remember if the MRI that was done to find his disc issue was done prior to the pump implant. The catheter tip was located in his low back. The patient had told his hcp (healthcare professional) before and was told that the shocking was not the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.